Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple attempts in optimizing the program. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information could be obtained.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple attempts in optimizing the program. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information could be obtained.